Event description:
Procedure: retrograde femoral nailing of left femur. Surgeon was using a drill with a smith and nephew drill bit to drill a hole in the patient's distant femur. Approximately 1.5" piece of the drill bit broke off inside the patient's femur. The fragment was unable to be removed. Procedure completed, no harm to the patient.